Event description:
The pt presented with a history of c6 vertebra plana and myelopathy. On (B)(6)2009, corpectomy and fusion of c5-c7 was performed with tricortical iliac crest bone graft and the mystique system. Within a week after surgery, it was reported that all four screws had failed at the screw/plate interface. The plate was dislodged along with the bone graft. No associated adverse events or intervention has been reported to the distributor or manufacturer to date.

Manufacturer narrative:
Collection of relevant information for evaluation is ongoing. Catalog number and lot number of the implanted device are not known at the time of this report. Evaluation results will be reported in a follow-up report.